Event description:
It was reported via social media comment that the patient had a resurgence of seizures after being seizure free with vns and had to go to the emergency room (ER) sometimes twice in the same month, stating that seizures can come back [despite vns]. Information was received from the physician's office that the physician does not have any ER visits on profile. The patient informed the physician that she was having more frequent vns stimulation that was uncomfortable but this has resolved with new medicine so no changes were made to the vns. The increase in seizures was above pre vns baseline. The cause of the increase in seizures it believed to be related to medication change. Settings and diagnostics were reported to be within normal limits. No additional relevant information has been received to date.